Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report#: 1627487-2018-13435. Additional information revealed the patient will undergo surgical intervention wherein the scs system will be removed. The ipg has been added as a new device (device 2).

Event description:
Reference manufacturer report#: 1627487-2018-13435. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was removed.

Event description:
Reference manufacturer report#: 1627487-2018-13435.

Event description:
Reference manufacturer report#: 1627487-2018-13435.